Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a hysterectomy procedure, the suturing device was still and difficult to toggle. The needle broke in half upon attempting to remove from device. This occurred away from the patient. The device was replaced with one of the same lot number with no further issues.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo stitch 10mm suturing device. A broken needle was found in the jaws of the instrument. The broken needle was broken at the swage, the weakest point of the needle. Under the microscope, the broken needle found in the device had deep marks on the area between the tip of needle and the loading point. Under microscopic inspection there were witness marks from the needle tip impacting the beveled wall. Shearing on the toggle switches was observed for the device. The jaw gap was measured and met specification. The broken needle was removed from the jaws of the instrument. The instrument was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. Difficulty was experienced in loading and unloading the needle. No difficulty was experienced in toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle; resulting in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, "toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device."? A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.